Manufacturer narrative:
G2) the initial regulatory (#:(B)(4) ) report submitted for this pe had the box next to "foreign" checked in section g2 when the box next to "health professional" should have been checked instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(6). H3) a manufacturer representative (rep) went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended.  Codes: b01, c19, d15. H3) the positioning sensor unit (psu) was returned to the manufacturer for evaluation. The analysis concluded that after functional testing, visual/physical examination, and proceduralized device testing, the reported issue was confirmed. The analysis concluded the positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu had electrical failure. Codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed localizer faulted. The amber light was present on the camera. There was no patient involvement. Troubleshooting was performed, the field representative (rep) confirmed an erroneous bump detection. The rep noted a new camera will be needed.